Event description:
It was reported on (B)(6) 2014 by the pt that they had a serious infection from getting water containing bacteria in their eyes. Add'l info received on 10/29/2014 from the pt which stated that they had sought medical attention and had antibiotic treatment for 3 weeks. It was noted that the pt experienced severe pain/discomfort and there was permanent scarring noted. The event has resolved and lens wear has resumed. Add'l info received from the treating hosp on 11/19/2014 which stated that the pt was seen on (B)(6) 2014 and was diagnosed with left bacterial keratitis which resolved with topical treatment of ofloxacin.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for eval. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).